Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, it is likely the image flickers due to the failure of the video connector; however, a definitive root cause could not be identified. Olympus will continue to monitor the field performance of this device.

Manufacturer narrative:
The subject device has been returned to olympus for evaluation. During evaluation, it was observed, interference stripes were noted in the image due to a defective connector. The investigation is ongoing, and a definitive root cause of the reported event cannot be determined at this time. If additional information becomes available, this report will be supplemented accordingly.

Event description:
The customer reported to olympus, during preparation for a diagnostic choledochoscopy procedure, the visera pro video system center had poor contact of the video socket. An olympus field service engineer (fse) provided additional information indicating, when the video connector was not being shaken, the image was flickering and the object was not visible and when the video connector was shaken, image returned to normal. There was no harm or user injury reported due to the event.